Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed pump error alarms. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing. Insulin pump successfully downloaded to thus. However, the formatted history file confirmed the pump alarmed pump error on (B)(6) 2021 13:06:18.000 and pump error 15 alarm on (B)(6) 2021 13:06:20.000 (line number 213 file number 30) due to software error. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, cracked keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. No pump error alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 4 on (B)(6) 2021 13:06:18.000 and pump error 15 alarm on (B)(6) 2021 13:06:20.000 (line number 213 file number 30) due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. It was reported that the customer was able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The customer discontinued the use of device.